Manufacturer narrative:
For the second patient sample (tested on (B)(6)2017), the erroneous results were reported outside of the laboratory and the results were corrected within a few hours. No adverse event was reported for this patient.

Manufacturer narrative:
A specific root cause could not be determine based on the provided information. The most common root cause for the event is related to insufficient pipetting of the sample. This may be caused by poor sample quality or incorrect/tilted positioning of the sample tube in the sample rack. Calibration and control recovery were ok, so a general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 0.950 pmol/l for ft3 and 1.02 pmol/l for ft4. The values did not fit the clinical picture of the patient. The sample was repeated on (B)(6) 2017, resulting as 7.51 pmol/l for ft3 and 64.0 pmol/l for ft4. No adverse events were alleged to have occurred with the patient. The ft3 and ft4 reagent lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
The customer received erroneous results for one additional patient sample tested for the elecsys tsh assay (tsh) and ft4. On (B)(6) 2017 the sample, from a (B)(6) male patient, had an initial tsh of 0.0299 miu/l with a repeat of 3.16 miu/l and an initial ft4 of 0.595 pmol/l with repeats of 0.709 pmol/l and 11.7 pmol/l. This sample had a ft3 result of 1.41 pmol/l. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was asked, but it is not known if any adverse events occurred. For this second sample, the tsh reagent lot number was 143598 and the ft4 reagent lot number was 146982. The reagent expiration dates were asked for, but not provided. The field service engineer checked the adjustment of the sample tubes in the racks and the sample probe; all were found to be centered correctly. The two patient samples were run in secondary tubes.